Event description:
It was reported that the 5mm maryland dissector instrument "coating" had peeled and nothing fell into pt. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that there was damage to the main tube insulation located 4.125" from the intersection between the main tube and the instrument wrist. A .200" by .120" piece was removed, and is missing from the tube installation. Based on the location and the appearance, the damage to the tube insulation was most likely caused by instrument collisions. No other damage found. Per the case notes, there are no indications from the site that the missing instrument components fell inside of a pt during a surgical procedure. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.